Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 24 mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized on 1/14/26. Customer was treated with intravenous fluids of saline and was released from the hospital the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.